Event description:
It was reported that patient presented in clinic. It was noted that right ventricular (rv) lead exhibited post paced t wave over-sensing. No intervention was reported. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.